Manufacturer narrative:
(B)(4). (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that articular provisional was damaged during the procedure. No patient-related adverse event was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - 00889024210103. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of articular surface provisional exhibits signs of repeated use (nicked or gouged) and is also fractured. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.